Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital with a suspected infection as blood was coming from their pocket incision and the sternal incision sites. The patient was administered antibiotics and surgical intervention was later performed to explant the electrode. No additional adverse patient effects were reported.